Event description:
It was reported that a malfunction alarm, identified as malf 16, occurred with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to switch to a backup insulin pump while a replacement pump was being sent.